Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 560 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer was stabilized in hospital but when placed on pump the blood glucose went up again. Customer was wearing the pump at time of hospitalization. Customer stated also that he was there on (B)(6) for diabetic ketoacidosis for the same hospital and was admitted in intensive care unit for a few days. Customer does not want to troubleshoot for high blood glucose.

Manufacturer narrative:
The pump passed the delivery accuracy test.